Manufacturer narrative:
This report is for an unknown quantity of unknown pelvic osteotomes/unknown lots. The part and lot numbers are unknown; UDI numbers are unknown. Part range 399.850 - 399.860 provided, it is unknown which part numbers specifically were involved. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the surgeon mentioned having difficulty during several ganz osteotomy procedures. It was reported the instruments broke. It is unknown how many instruments broke or how many procedures were affected. The surgeon mentioned there were at least eight. This report is for an unknown quantity of unknown pelvic osteotomes. This is report 1 of 1 for (B)(4).